Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported the asymptomatic dependent patient presented in clinic. Upon interrogation, it was observed the patient's right ventricular lead was oversensing noise. It was attempted to replace the lead with an additional surgery, but the lead could not be explanted due to patient anatomy. The lead was left implanted and in use with reprogramming completed. The patient was stable throughout.